Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular system that prior to cardiopulmonary bypass, during prime, a leak was noted from the venous reservoir. No patient impact as this occurred during prime. The product was changed out. The surgery was completed successfully.